Event description:
Boston scientific crm received information that interrogation of this pacemaker noted less than 0.5 years of remaining longevity. The caller reported that they performed a threshold test and lead diagnostics and remaining longevity increased to 1.5 years remaining. No reprogramming had been performed.

Manufacturer narrative:
A boston scientific crm technical services consultant documented the reported clinical observations. No other adverse events have been reported. This issue will be re-evaluated if additional information is received.